Event description:
Surgeon reported hole in forefinger during surgical case (implant). Surgeon did not need to seek treatment. The patient was given routine antibiotics prior to the start of the procedure, but had additional antibiotics (by irrigation) during the procedure due to the hole in the glove.

Manufacturer narrative:
The customer provided the lot number, therefore, the device history record was reviewed. It showed that this lot was inspected and released in compliance with all inspection requirements. Historical trending was done. The actual sample was not available for visual or physical evaluation therefore, we are not able to determine the root cause of the reported complaint. We will continue to monitor complaints for any trends.